Manufacturer narrative:
Additional information was received on (B)(6) 2014 stating the patient experienced a stroke (date of stroke is unknown). The patient was treated at a different hospital and discharged 2 days later. No further information was available. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
(B)(4). Treatment of a large aneurysm located in the para-ophthalmic segment of the right ica (internal carotid artery) measuring approximately 11mm x 4mm. The patient was previously on antiplatelet/anticoagulant therapy and was given heparin intra-operatively. The patient presented with a headache. The baseline mrs = 0 (no symptoms). On (B)(6) 2014, the patient underwent pipeline (5.00mm x 18mm) embolization treatment. During the procedure, the proximal edge of the device did not fully open. Attempts were made to pass the marksman through the proximal opening, but could not regain access. An attempt was made to access the unopened segment via the contra-lateral a-comm (anterior communicating artery), but without success. The patient had a serious intra-procedural adverse event of thrombosis of the left ica. The thrombosis was resolved with a reopro IV. The relationship of the event was unknown. Angiogram runs showed no significant changes in cerebral flow so a decision was made to leave the pipeline in place and evaluate the patient in 30 days. Post procedural angiogram showed the aneurysm was completely occluded. The patient woke up with without any neurological deficits. On (B)(6) 2014, the patient experienced mild, serious adverse events of melena, epistaxis, and anemia related to antithrombotic agents. The patient was hospitalized, evaluated by an ent (ear, nose, and throat) specialist and gi (gastrointestinal) specialist, and then discharged with no further bleeding. On (B)(6) 2014, the events resolved.